Manufacturer narrative:
Taper unknown. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet received this information the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Vomiting is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of vomit as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended."

Event description:
Reported events of "persistent vomiting" from journal article: "outcomes of bariatric surgery: clinical benefits versus short-term and long-term complications", nutritional therapy & metabolism (2011) 29 (3): 124-133. Manufacturer of device is unknown. It is allergan's approach to compliance to resolve all doubt in favor of reporting. This medwatch represents the 9 cases of "persistent vomiting" mentioned in the article.